Event description:
The customer reported that while the iabp was in use with a pt, the balloon remained inflated for the duration of three beats, and then remained inflated for the duration of two beats, several times. They switched to another iabp and therapy was completed. The pt expired later that day; however, the customer does not attribute the pt's death to the iabp.

Manufacturer narrative:
The customer's biomed advised that she had evaluated the iabp and that she did not find any problem with it. She theorized that the iabp trigger response may have been a result of the pt's condition. The biomed did not have any detail on which iab was in use, or whether or not it was a datascope iab. The biomed stated that no additional info will be available regarding the iab in use at the time of the event, as it is unavailable.